Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-mar-2017, fse arrived at the site to address the reported event. Inspection of the device revealed that the column had leaked; as evident by the presence of dried wash under the pump and the column oven. Fse replaced the fan and cleaned all the residue. The temperature stablized at 25 degrees celsius. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the cloumn oven and fan.

Event description:
On (B)(6) 2017, the customer reported that the column oven fan for the g8 analyzer was making a loud noise, but was still operational. Technical support (ts) instructed the customer to attempt to blow the dust build up with canned air, but the issue did not resolve. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.